Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 148,000 joules of use. The case was completed using a second fiber. Pt outcome: "no damages to the pt."

Manufacturer narrative:
Fiber analysis: the fiber is broken proximal to and under the metal cap; the fiber proximal to the fracture was found to rotate independently of the metal cap. The glass cap shows devitrification of the cap at output window. The metal cap shows signs of burn and mild charring. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to the failure is suspected to be localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.